Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of battery performance alert was not confirmed by analysis. Interrogation of the device revealed the device was at elective replacement indicator level (eri) when received. A longevity calculation was performed and the battery depletion was normal based on the device usage. Additionally, the monthly battery and fuel gauge trend was reviewed and the current drain trend appeared normal. Based on this information, there was no evidence of premature depletion.